Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned with the helix retracted. There was blood and body fluid in the helix housing. There were no anomolies noted to the tip and helix of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements due to a suspected micro-dislodgement. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.